Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the confirmation of the reported event and device return has been requested. No additional information is available at this time. Visual analysis of the device observed rupture, but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Reason for reoperation: rupture. Continued e1 (assistant email): (B)(6).

Event description:
Healthcare professional reported rupture on the right side diagnosed by ultrasound and MRI. The device has been explanted and replaced with a non-allergan device.